Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a diabetic ketoacidosis and high blood glucose on (B)(6) 2016. The customer¿s blood glucose level was 600 mg/dl at the time incident and current blood glucose was 105 mg/dl. Customer declined to troubleshoot for high blood glucose. The customer was treated in the emergency service room. The customer stated that the pump was running highs and stated that she was in the hospital. The customer was wearing the pump at the time of hospitalization. The customer was advised to call back if issues. The insulin pump will not be returned for analysis.